Event description:
It was reported that during a low anterior resection procedure, when the device was used for the inferior mesenteric vein, the device could not seal properly and bleeding occurred. A competitor's product was used to stop bleeding. The pt lost some blood, but no information is available regrading the amount of bleeding. No transfusion was required and there were no adverse consequences to the pt. So, it must have been a slight bleeding. No detailed info is available regarding the size of the vein. The generator was set on min and the power level was 3 and was not changed. No info is known on whether or not there was a solid tone or error code.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.